Event description:
According to the reporter, before setting up the device prior to a video assisted thoracoscopic procedure, when removed from the charger, a display indicating charging could not be performed appeared. The handle was placed again on the same charger but device would not charge and the power turned off. Operator used another demo handle to resolve the issue. The same charger worked fine with another handle. There was no patient involvement. Medtronic's initial evaluation of the incident is that an analysis of the system logs noted that the handle was opened up and both batteries were found to be vented.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted during the analysis, the handle was opened up and the battery was found to be vented. It was reported that the power pack was not adequately charged. The reported issue was confirmed. The most likely cause was traced to a component failure. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.